Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot j347 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot j347 shows no trends. Trends were reviewed for complaint category, tubing leak. No trends were detected for this complaint category. The complaint kit and smart card were returned for evaluation. A review of the smart card data showed that prime was completed and blood collection began in double needle mode. The treatment proceeded until approximately 156 ml of whole blood had been processed when the treatment was ended by the operator. Visual inspection of the returned kit found a scuff on the collect pump tubing segment. The tubing segment was pressure tested to check for leaks and a leak was observed at the site of the scuff. The damage to the tubing is at the location where there is an edge on the instrument pump head. The size, shape, and location of the observed damage on the pump loop is consistent with damage that occurs if the pump loop tubing is inadvertently rubbed against the pump head during installation by the end user. The root cause of the tubing leak was most likely the damage that occurred during installation of the pump loop by the end user. No manufacturing related defects were identified during the evaluation. No further action is required at this time. This investigation is now complete. (B)(4). (B)(6) 2021.

Event description:
The customer contacted mallinckrodt to report they experienced a tubing leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported they observed a leak coming from the collect pump tubing. The customer aborted the ecp treatment. The customer reported the patient was in stable condition. The customer returned the kit and the smart card data for investigation.